Manufacturer narrative:
This report is submitted on 08 april 2020

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in the decision to explant. The device was explanted on (B)(6) 2020, it is unknown if the patient was re-implanted with a new device during the same surgery.